Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for examination and root cause analysis at our service laboratory in melsungen. 1.1. Reference sample: 1.1 model: perfusor space. 1.2 article no.: 8713030. 1.3 serial no./ lot: 49207. 1.4 software version: 688e030003. 1.5 hours of operation: 786. 1.6 production seal: no. 1.7 technician seal: yes. 1.8 warranty claim: no. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal were intact. 2.2 a functional test was performed. The device was turned on and it passed the self-test. It was possible to insert a syringe into the device and select the correct syringe from the main menu. The drive stopped suddenly with the message "repeat syringe change". A step motor error caused this stop. After another two tries, the syringe could be caught. Then the syringe holder was pulled and the syringe change initiated, the drive stopped again with the error "endpos not on". This also happened several times. 2.3 a functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction could be detected. 2.4 the history files were read out and analyzed. Because no day of occurrence was mentioned in the cc-notification, the last possible therapy was analyzed. The last possible therapy was on the 11th march 2021. The 50ml bd plastipak syringe was inserted at 03:54 am. The infusion was started with a rate of 8 ml/h (and vtbi of 50ml) at 03:54 am. During the infusion 15 pressure alarms occurred. The device was then turned off at 08:47 am with an actually infused volume of 23,39ml. Besides the pressure alarms, no other errors, malfunctions or anomalies could be found in the history files. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,49%. 2.6 to investigate the inside of the device, only the upper housing was removed. No visual damages were found. 3. Judgment: 3.1 the complaint could not be confirmed. No flow deviation was found. Wrong handling/user input cannot be excluded.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion" "incident description patient care taken over at 20:00, insulin infusion ongoing at 8ml/unit per hour for dka. Vbg done and results documented by sn in the pump check list. Pump checked at that time. Around 21:15 another vbg as taken, and again, results documented in the chart and pump checked, that's when it was noticed that the volume left did not correspond to the volume that should have been given soo far. (20:00 45ml left, then at 21:00 41ml left, but pump running between 8-9units/hour. D/w ICU and new infusion started with new pump as well for safety, as this could be the reason for no improvement on the vbg, this was done around 21:45. Patient line had been checked by 2 sn around 20:30 as requested by ed doctor for line and cannulas and no clamps found, and cannula working well. Ivf running in left acf (pump alarmed for pressure, but patient was having 1:1 nursing and arm repositioned and fluids re-started straight way as per sn, insulin running in cephalic vein (no pressure alarm). Sn found patient fiddling with cannula and found it clamped this was around 21:20. Managers actions on investigation robustly documented that patient not compliant with cannulae in acf new pump used in case of error but patient witnessed to be clamping cannulae due to gcs 14 and this was likely reason for pump not working properly and pt found wandering corridors was already needing itu due to severe dka frequent ed attender and came in again days later. Feedback on investigation robustly documented that patient not compliant with cannulae in acf new pump used in case of error but patient witnessed to be clamping cannulae due to gcs 14 and this was likely reason for pump not working properly and pt found wandering corridors no harm/near miss - no adverse outcome it sounds like it is suspected that the patient may have interfered with the line which may have interupted the infusion but as it is reported as an incident I think it is best to have the pump checked out too for completeness. Further information received from the customer via email: was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. No harm/near miss - no adverse outcome. Which procedure was being carried out at the time? Insulin infusion ongoing at 8ml/unit per hour for dka was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. Infusion delayed as per incident description."